Manufacturer narrative:
Evaluation summary: the sample was received. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. A functionality test was performed on the sample and difficulty was observed in releasing the shunt. Hence the complaint was confirmed as difficulty was found in releasing the shunt. The delivery system that is being used in (B)(4) is the "old" one. The modified delivery system has been approved during (B)(4) 2013. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a glaucoma filtering shunt would not release from the delivery system. There was no harm to the patient. Additional information was requested.